Event description:
As reported by patient to MFR. Pt had punctum plugs inserted in both lower puncta sometime in 1994. With no prior indications, patient noticed in 1997 that the lower plug was no longer visible and the eyelid was irritating and causing discomfort. Pt returned to the prescribing physician who concluded that the plug had fallen out. On 02/23/1999 pt had infection, swelling and bleeding from lower left punctum. Pt continued to return to the prescribing physician. On 05/14/1999 the prescribing physician irrigated the lower left punctum but without relief. In 1999 the pt went to an eye clinic of a local university where a surgeon removed the punctum plug that had migrated and become embedded in the canaliculus. The pt was given an ointment to use for the left eyelid. The infection and swelling cleared after the removal of the blockage. The lower right plug is still in place with no problems. No further follow-up is planned. Product identification from d6: specific device identification was not available from prescribing physician's office. Method from h6: evaluation was by discussing the event with the pt by phone.